Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarm, which was not reproduced. The air in line alarms were confirmed through a review of the event history log and caused by connector pins cracked on the upstream sensor. The failed upstream sensor was replaced.